Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on 15-apr-2013. Eval summary: the product lot number was not provided; therefore a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis], right knee effusion [joint effusion]. Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician database extraction regarding a female pt, initials unk with osteoarthritis (kellgren-lawrence grade 3). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from oct-1997 to jul-2010. The pt's medical history was significant for previous use of synvisc (first and second course). At the time of receiving first course the pt was (B)(6). On (B)(6) 2004, the pt initiated treatment with third course of intra-articular injection of synvisc (hylan gf-20) in right knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2004, the pt experienced synovitis of right knee. On an unspecified date in 2004, 5cc of clear yellow joint fluid was aspirated from right knee. The pt rec'd treatment with 1.3 cc betamethasone. The outcome of right knee effusion and synovitis was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis of right knee was not provided and for right knee effusion was moderate. The reporting physician assessed the relationship of synvisc with synovitis as definitely related and did not provide a causal relationship with right knee effusion. F/u info was rec'd on (B)(6) 2013 and the pt initials were reported as (B)(6).